Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2011: additional information received indicated the patient was in a tanning bed on (B)(6) 2011 for about 8 minutes and got overheated. About 10-15 minutes later the patient's spine felt tingly, the patient's pain was decreased significantly, and he had slurring of speech for a short time. The drug used in the patient's pump was morphine (20 mg/ml at a dose of 6.593 mg/day). There were no interventions. The patient called after the incident was resolved. The patient noted he is getting good pain relief; recovered without sequela.

Event description:
The pt experienced an overdose. The pt went into a tanning bed and got overheated which caused his pump to deliver too much drug. The pt recovered drom the incident and was doing fine at the time of this report. The pt planned to avoid tanning beds in the future. The device system was used to deliver morphine.